Manufacturer narrative:
Unit received compromised force sensor system alarm during basic occlusion test due to faulty back pressure sensor (gold). Unable to verify motor error alarm due to compromised force sensor system alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 304 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.